Event description:
It was reported that the pt perceived a sudden decline in both volume and speech recognition on (B) (6) 2009. Any head trauma was denied and problems of the external parts were excluded. The testing carried out on (B) (6) 2009, revealed a shrink of the impedance of channel 1 and also a change of the impedance of the reference electrode, compared to the result of the last testing carried out on (B) (6), 2009. After being re-fitted, the patient was satisfied with the sound volume, but not with the speech recognition.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.